Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: site of tubing break: white filter connection to the y site action at time of breaking: gemzar bag hung on IV pole and noticed the latter half of the tubing broke off. No extreme pulling, tugging by nurse during this action. Note: per pharmacy tubing was intact when compounding. Breaking of tubing somewhere between bagging medication to taking to the chair side.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was provided for evaluation. It was noted that the returned sample wasn't the complete set only the bottom half of the set just after the most proximal y-site valve. The sample was evaluated under magnification, and it was noted there was no evidence of solvent found in the female luer of backcheck valve. Based on the evaluation results, the reported defect was confirmed. Incidents of this nature are attributed to operator oversight during the assembly of the product. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. As a result of this occurrence, a formal awareness training session was conducted with all applicable personnel involved in the assembly and inspection of this product. The purpose of this training was to review the reported incident and to ensure all personnel understand and comply with the established assembly and inspection processes. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.